Event description:
During removal of the device, the jacket guard got stuck in the attachment system. Upon removal of the device, the physician noted that the balloon quad lumen was severed. The jacket guard and balloon separated from the device and were stuck in the attachment system. Wire access was lost. A retroperitoneal cut down was performed, the jacket guard balloon and attached lumen were removed; the graft was surgically attached to the iliac. Pt is recovering.